Event description:
The customer initially called to report an error alarm that cleared the settings. The customer then reported that she had been experiencing low blood glucose for one week. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump did not pass the lead screw test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.